Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was pump received with intermittent button response due to corroded keypad traces. No numbers ramping up during our testing noted. The insulin pump has normal operating currents and no unexpected battery out limit alarm during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly and battery out limit. Customer's blood glucose was 16.0 mmol/l. The customer stated that the number on her pump screen kept ramping up and took the battery out. The customer put the battery back in and got a battery out limit. Customer stated that buttons are not responding. The customer was advised to revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.